Manufacturer narrative:
The device is not available for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted. CAPA 24-007. Manufacturer reference: (B)(4).

Event description:
Information was received that a remake of the appliance was requested as the hinges popped out of the tray. The right side came loose as well as the screws. No additional information has been provided.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows. DHR results. The DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description. Refer to CAPA 24-007 and hhe 2024-001 for the root cause.